Event description:
The user facility reported that sterilant remains in the s40 container after processing cycles, the chemical indicators present in the cycles are not evidencing passing results and the system 1express is failing diagnostics. Instruments present are reprocessed before use in patient procedures. No procedural delays/cancellations were reported.

Manufacturer narrative:
The user facility accepted steris' offer of in-service training and it was completed.

Manufacturer narrative:
A steris service technician inspected the unit and found it to have fill time issues. The technician performed preventative maintenance on the system 1express', ran a diagnostic cycle and confirmed the unit to be operational. An account manager was onsite and was made aware that an employee received a sterilant burn. The employee initiated and then stopped the cycle thinking she had not put an indicator strip in the processor. She lifted the s40 cup out by the top and put it in the sink. The employee then removed the tray from the processor and as she was putting the tray in the sink to rinse it some sterilant ran over her finger. The employee immediately rinsed her hand with cold water. The following day the employee saw a doctor who recommended she apply an antibiotic cream and bandage. The employee is fine and missed no time from work. The account manager stated that the employee was not wearing proper ppe at the time of the event. The operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The account manager offered in-service training and is awaiting a response.